Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and adjusted. The power supply voltage was returned to the optimal operating voltage. System pcb assemblies were also reseated as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.